Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer states when the head of the bed is raised the rails do not go up with the bed, the rails are stationary causing potential injury.